Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was advised to use a backup pump if the current pump's battery depleted before receiving a replacement tandem cable and wall adapter, which were sent via two-day shipping. Technical support planned to follow up with the customer.